Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she sees flecks on the right side of her vision when she reads or looks in the mirror if there is light coming from the right side. Her vision before surgery was ".001%, and after the surgery it was 80%." She stated that she had pre-existing optic nerve atrophy. Her surgeon has planned a second surgery in six months to remove capsular fibrosis. The consumer did not provide contact info for the implanting surgeon; therefore, no add'l info could be obtained.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. (B)(4).